Event description:
It was reported that the patient presented in clinic due to thumping in chest. The right atrial (ra) lead had p wave amplitude variations, inadequate capture and loss of capture causing diaphragmatic stimulation. The ra lead was repositioned successfully on (B)(6) 2021. The patient was stable.